Event description:
A consumer reported that their child received second degree burns on his stomach from hot water that spilled from the personal steam inhaler during use. Medical intervention was sought for his injuries. The instructions for proper use have clear warnings that state "caution: do not place on lap or lift in your hands while in operation and if the unit still contains water", "the appliance should not be left unattended. Keep out of reach of children", and "never move the appliance while in use. It can spill hot water if tilted or overturned causing injury." Kaz USA, inc. Has requested that the product be returned to our company for testing.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.